Manufacturer narrative:
Findings: a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump received with moisture damage on electronics and motor assembly, broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted.

Event description:
The customer was reported via phone call that, the customer dropped his insulin pump in the lake and there was fluid inside the insulin pump. The blood glucose was 100 mg/dl at the time of the incident. Customer also reported that, the there was crack around the battery and reservoir. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.